Manufacturer narrative:
The complaint of cracks on item ac205 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed because the lot number for this complaint was unknown.

Event description:
A 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer reportedly discontinued the flow of unspecified life-sustaining medications. It broke off easily exposing the sharp inner part that could not be reconnected. The manifold and the port with precedex infusing cracked off and the microclave that was attached to the manifold was snapped in half, exposing a sharp edge. There was no way to reconnect the IV tubing. When en route back to unit, a second microclave connected to running nicardipine was snapped without significant pulling of the lines, in the same fashion. Although there was patient involvement, there was no harm.